Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) episode where anti-tachycardia pacing (atp) was not sufficient to resolve the vt. The atp therapy resulted in the acceleration of the arrhythmia to the ventricular fibrillation (vf) zone and therapy was delivered to terminate the vf. No intervention was performed and the patient was stable and will continue to be monitored.